Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that an occlusion alarm occurred. No additional information was provided regarding the occlusion alarm. Reportedly, customer continued using pump for insulin therapy.